Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This unit remains available for use.

Event description:
Boston scientific received information that while performing a pacing threshold test post implant, the physician was admittently slow in hitting the save threshold button icon when indicated and subsequently forgot to revert the system back to pacing. This resulted in a short period of asystole prior to the field representative assisting and reverting the system back to pacing at a 5v output. The physician was discouraged with the psa's inability to automatically revert back to the the 5v pacing outputs and expressed a potential clinical risk. The implant was completed with success; however, was reported as slightly more complex. No resulting adverse effects were reported and the engineering review of the case confirmed no product abnormality.